Manufacturer narrative:
There are no indications of any system or component failure and no indications of component migration. The existing system remains implanted and thus is not available for further testing and evaluation by the firm. Cause of the reduction in efficacy is unkown and no theories are able to be drawn with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. The patient initially reported significant pain relief, noting pain levels down to (B)(6) as recently as (B)(6) 2024. By (B)(6) 2024 the patient was reporting decline in efficacy of the therapy and requested a revision. On (B)(6) 2025 a surgical revision was performed under local anesthesia as the patient was considered too high risk for sedation. Upon begining the procedure the physician found that the existing nalu system had significant scar tissue and thus the patient and physician chose to leave the components in place. A new nalu system was placed in a slightly different location but still targeting the cluneal nerve for back pain.